Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) was due to the electrode belt's knit lines being damaged, causing the trunk cable connector to not fit securely on the monitor. The electrode belt was unable to complete essential performance testing. The root cause for excessive force was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt latch does not communicate with monitor.